Event description:
A request was received from an atty for a sample mahurkar 11.5f catheter. The atty represented the survivors of a deceased pt. The atty claimed the pt "bit" the tip off of his subclavian catheter and exsanguinated.